Manufacturer narrative:
A philips service engineer inspected the system on site but was unable to reproduce the reported problem. The customer had restarted the azurion system which likely re-established the connection with the base station. The wireless footswitch battery and charger were pro-actively replaced. Based on available information, philips has concluded that the reported failure is due to a connectivity issue. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. It is unknown why the wireless footswitch did not work. There are currently no wireless footswitches or base stations available for replacement. The philips service engineer advised the customer to use the wired footswitch until a replacement becomes available.

Event description:
It has been reported to philips that the wireless footswitch was not working. The customer started using the wired footswitch. The system was not in clinical use when the issue was identified. No harm has been reported to philips.